Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed to expand the valve. Minutes later, st segment depression was noted on an electrocardiogram (ECG) and the patient became hypotensive. An aortic root angiogram showed no left main artery flow. The valve was snared out of position and retracted to the descending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve was deployed at a depth of 2-3 millimeter (mm) within the native annulus. Upon deployment, the valve had dislodged up into the sinus of valsalva, causing stagnant flow to the left coronary sinus, resulting in the occlusion. The valve was constrained, which contributed to the valve dislodgment. The valve was snared into the descending aorta, away from the greater vessels within the aortic arch. A second valve was not implanted, due to the frail nature of the patient. It was reported that the patient's native aortic valve appeared to have been reasonably functioning with mild aortic insufficiency. The patient left the operating room in a stable state and was extubated the evening of the implant procedure. The patient was discharged the following day. No adverse patient effects were reported. Updated b.5 - description of the event updated h.6 - device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.